Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and pump malfunction. It was noted that these alarms occurred with greater frequency while the patient was on the patient cable/ power module. A review of the log files revealed low flow events throughout the event history. It was suggested that there was something in the pump circuit, an obstruction or twisted outflow graft, preventing the flow of blood. Additional information revealed that the patient had an echocardiogram which indicated worsening left and right ventricular function, as well as mitral, aortic, tricuspid, and pulmonic valve regurgitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from on (B)(6) 2022 at 17:55:30 to on (B)(6) 2022 12:16:14, per the timestamp. Throughout the log file the device operated as intended at a fixed speed of 11,000 rotations per minute. Continuous strings of low flow alarms were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute. No other notable alarms were captured. The account submitted log file data for review due to concerns of low flow alarms / pump malfunction. The patient was asymptomatic at the time of the low flow alarms and did not have any recent changes to their anticoagulation therapy / overall condition. The cause of the low flow alarms was not identified, and the alarms did not resolve. An echocardiogram was performed and was unrevealing for the cause of the low flow alarms. The patient remained ongoing on (B)(6) until they expired on 06nov2022. The heartmate ii left ventricular assist system instructions for use, rev. H, explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. The heartmate ii left ventricular assist system patient handbook, rev. G, urges users to call their hospital contact person if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.